Manufacturer narrative:
Section h h4 - user facility was unable to supply the lot number of the device used, consequently, the manufacture date of the device is unknown. This device has not been received by this manufacturer, therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.

Event description:
The complainant has reported that a patient (age & gender unknown) underwent esophageal variceal ligation using a speedband super 7 device. After inserting the scope prepared with the ligating device, the physician attempted to deploy the first band, but it did not deploy from the system. The physician removed the ligation system from the patient and successfully completed the procedure using another speedband device. There was no reported harm to the patient as a result of this event.